Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified a broken sharp opening and crease folds. Based on the device analysis the final assessment is: a sharp broken opening on the posterior side due to an unidentified (tear) opening. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "rupture of the left implant. Diagnosed by usg." Device has been explanted.